Event description:
Additional information received indicated the event was confirmed to be user-related and patient-related.

Manufacturer narrative:
The reported events were kink damage and insertion difficulties. As received, a complete lead was returned in one piece. The reported event of insertion difficulties was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted. The cause of the insertion difficulty was isolated to the helix being clogged with blood. The reported event of kink in the subclavia was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-04363. During the initial implant procedure, there was some kink damage noted on both the right ventricular (rv) and right atrial (ra) leads resulting in lead insertion difficulties. It was not confirmed whether the malfunction was user-related or patient-related. Both the rv and ra leads were exchanged to resolve the event and the patient was in stable condition. Further information was requested but not received.